Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part number and lot number were not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the part number and the lot number were not reported. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment and patient effects appears to be related to procedure circumstance. Serious injury and unspecified injury/illness are considered general effects that may be due to the procedure, or primary underlying conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.attachment: user medwatch report #mw5149460.

Event description:
User facility medwatch report received that states: as reported by the edwards field clinical specialist, the case was aborted due to groin complications caused by the perclose. No edwards devices were inserted into the patient. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."